Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported the patient experienced high bg on (B)(6) 2026 and treated with pump. No further information available.